Event description:
It was reported that during a da vinci low anterior resection procedure, the coagulation mode worked intermittently throughout procedure. The surgeon had to reinforce and suture. Intuitive surgical inc. (Isi) contacted the initial reporter and obtained additional information regarding the reported event. She indicated the vessel was not highly calcified or in excess of 7 mm in diameter. She was unsure if the surgeon was holding the master grips fully closed throughout the sealing cycle. The surgeon did hear audible beeps signaling the generator automatically stopped applying energy after 10 to 15 seconds. No error messages occurred. She stated sometimes the instrument would seal and sometimes it just did not seal tissue adequately. No patient injury occurred.

Manufacturer narrative:
Isi has received the device involved with the complaint and completed device evaluation. Investigation found the instrument main tube bent near the midpoint. The damage prevented insertion into a cannula preventing it from further testing. The grips were forced open. Visual inspection revealed the pads looked thin and flushed with the electrodes. This could allow shorting to occur if the electrodes are making contact during sealing. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.